Event description:
Philips received a complaint by the customer on the v60 indicating that the patient was admitted with acute exacerbation of chronic obstructive pulmonary disease (aecopd) and respiratory failure. He had blue lips and a pco2 of 85mmhg. Following the doctor's advice, the medical staff used a v60 ventilator for noninvasive ventilation. After starting the ventilator and fitting the mask, the patient's breathing difficulty worsened, became short of breath, and his blood oxygen levels dropped. The ventilator alarmed, and the mask was immediately removed, switching to a nasal oxygen line. A backup ventilator was then used for noninvasive ventilation. The patient's breathing improved during observation and eventually recovered and was discharged. Maintenance staff found the issue was an over voltage protection (ovp) power failure, which was repaired by a third party following the standard process. The investigation is ongoing.

Manufacturer narrative:
Based on the information currently provided and available, it was reported that the patient (admitted due to aecopd and respiratory failure) had presented with visible cyanosis of the lips and a measured pco2 of 85 mmhg. Non-invasive ventilation was initiated on the v60 ventilator, however, an alarm condition triggered on the device (unspecified) and the patient was noted to have increased difficulty breathing, shortness of breath, and a decrease to their saturation of peripheral oxygenation (spo2) to an unspecified degree. The patient was removed from the device and provided low flow oxygen via n/c (unspecified) liter flow while a backup device was requisition. The patient was subsequently placed onto the backup device where they were noted to have eventually recovered and was discharged. Further investigation of the device in question by the maintenance staff found the device had experienced an error code 1127 - ovp circuit failed error code and was subsequently repaired by a third party. Analysis of the complaint record finds that an unspecified desaturation of peripheral oxygenation, shortness of breath, and increased work of breathing do not constitute a serious injury, and therefore the device did not cause and/or contribute to a serious injury or death. Furthermore, the device error code noted (1127) does not affect or alter therapeutic performance or delivery of therapy via the v60 ventilator, as such, the device malfunction had no impact on the patient therapy, harms, or condition. Per gfe response, it was confirmed that there was power failure; however, the device did not shut down when issue occurred but did annunciate a continuous alarm. The device was used to perform non-invasive ventilation for the patient. After the device was turned on and worn, the patient's dyspnea was aggravated, the ventilator was rapid, and the blood oxygen saturation was decreased according to pulse oxygen. No further information pertaining to the device settings, configuration and patient spo2 at the time of the event could be obtained. A 3rd party vendor handled the repair by replacing the power management printed circuit board assembly (pcba) and confirmed that the equipment returned to normal use. The defective pm pcba board will not be returned to philips, it was returned to the 3rd party vendor. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.